Event description:
It was reported the patient was having difficulty sleeping since the vns had been placed. The patient's neurologist was not overly concerned with the sleep issues as the patient is doing so much batter with vns from a seizure standpoint. The neurologist noted the patient's seizures last for hours and she is at risk for status epilepticus and sudep, so the physician has decided to make some adjustments to the vns settings to see if that will help the patient's sleep issues. Clinic notes also showed the patient had issues prior to the vns placement; however, the issues have become more prominent since having the vns implanted. The patient's ahi (apnea hypopnea index) was elevated and all of the events that have occurred seemed to be very tightly associated with likely stimulus from the vns. It was noted the vns was set to a 3 minute off time which corresponded with the hypopneic events. It was explained the patient's sleep difficulties were consistent with possible sleep apnea, although the apneic events are primarily hypopneas that are induced by the vns. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was later reported by the physician's office that the patient's vns on time was programmed down to 30 seconds on after the sleep test. The patient was later seen for a follow up and the patient's mother explained that there has been no significant change in the patient's sleep since the decrease in settings, and it was also explained that the patient's sleep apnea is the same as prior to vns. Since the decrease in vns on time did not make a significant difference, the vns was programmed back up to a 60 second on time. The patient's mother also explained that the risks from a little bit of sleep apnea is lower than the risk of not having vns, so the mother would like to keep the vns on. It was also explained that the impedance value for the vns was within normal limits, indicating it is working as intended.

Event description:
A review of the programming history database showed programming history from the date of surgery only. While the patient had not been programmed on that the time, the programming history available was able to confirmed that the vns system diagnostics were within normal limits on the date of surgery. Attempts for additional relevant information have been unsuccessful to date.